Event description:
Additional information received from a rep indicated the issue was resolved after device replacement.

Manufacturer narrative:
H3: analysis of the extensions (serial nos. (B)(6)) found the outer insulation of the extension body had a breached depression. Conclusion code updated to 12. Result code updated to 3243 and 476. Method code updated to 10. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code d01 (12) because it is the closest code available with respect to this event. Section d information references the main component of the system and other applicable components are: product ID 37612 serial# (B)(6) implanted: (B)(6) 2014, product type: implantable neurostimulator, product ID: 64001, lot# n402186, explanted: (B)(6)2019, product type: adapter, product ID: 7482002102, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: extension, product ID: 74826653, serial# (B)(6), explanted: (B)(6) 2019, product type: extension product ID 64001, lot# n480382, explanted: (B)(6) 2019, product type adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that stimulation of the ins had been turned off by a nurse, and the physician believed the symptoms/instability were due to extension fracture on the right side system. Refer to manufacturer report #3004209178-2019-24445 for details pertaining to the reportable related event.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, and product type: implantable neurostim ulator. Product ID: 7482, serial# (B)(4) and product type: extension. Product ID: 64001, lot# n480382 and product type: adapter. Adverse event problem: patient code (B)(6)has replaced code (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient had a worsening of motor symptoms and "it is not possible to obtain specific parts".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stimulation was off only on the left side. The settings when this issue occurred was amplitude 4.1v, pulse width was 210, impedance was not specified, the rate was 185 hz/pps, and polarity was bipolar, electrode 2 and 3 for anode and electrode 0 and 1 for cathode. No environmental/external/patient factors were known to have led or contributed to the issue. Stimulation was switched back "on" and the patient was hospitalized. The severity of this issue was noted as severe. It was suspected that a product malfunction occurred. No symptom or injury to the patient. The issue was unresolved at the time of the report. It was later determined there was a slight change in clinical symptoms and the patient was hospitalized for another reason, not because of the event. The event just occurred during the unrelated hospitalization.